Manufacturer narrative:
Unable to download pump to carelink pro properly. Carelink errored "the device returned invalid entries; all data read will be discarded" during download, problem isolated to pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the invalid data was discarded and data could not be uploaded. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.